Event description:
It was reported to covidien on 10/16/2009 that a customer had an issue with a safety needle. The customer reports that the needles bend very easily and a needle has broken.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.